Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had a half of jaw missing. The procedure was completed with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broke grip that is completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.